Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient experienced ineffective stimulation due to lead (model 3189) not working. The patient underwent surgical intervention on (B)(6) 2018 wherein the lead was explanted.